Manufacturer narrative:
Investigation summary: one samples was received. It has the plunger rod- rubber stopper; it has tip cap and 5ml of solution. The plunger rod is separated from the rubber stopper. The plunger rod was screwed back to the rubber stopper, then pulled up ten times and stayed assembled. The posiflush product is designed to flush the IV lines, one single use, not to drawing blood. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 2nd complaint for the lot# 9002663 for the same defect or symptom. There was no documentation of issues for the complaint of batch 9002663 during the production run. Root cause description: root cause off label use. The posiflush product is designed to flush the IV lines, one single use, not to drawing blood.

Event description:
It was reported that plunger separation occurred during use with a syr 10 ml fil saline short length plunger rod. The following information was provided by the initial reporter. "The flushes are not coming apart unless labs are being drawn and the nurses are pulling back to obtain the waste. The handle can be screwed back into the rubber piece, but that is not best practice either."